Manufacturer narrative:
Device is out of warranty; no request for MFR's service.

Event description:
The customer reported the ventilator was alarming due to an exhalation valve stuck open. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device was out of warranty, the hosp biomed engineer contacted MFR's product support (pse) and reported the exhalation valve may have been disassembled during service. The biomedical engineer reported the exhalation valve did appear to be open at all times. If the exhalation valve is physically stuck open creating a sustained open event, the exhalation system will be open to atmosphere and unable to provide a pressurized breath. Pse advised the customer to replace the exhalation valve to correct the reported problem. The biomedical engineer was contacted and reported the exhalation valve was replaced and there was no further issue as reported. The biomedical engineer reported he did not know the serial number of the device.